Event description:
It was reported that the compressor did not start there was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility uses a third party service provide for repair and service. Information about the current status of the compressor has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined.